Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision r; asr xl acetabular system - right hip; reason(s) for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision recommended. Asr xl acetabular system - right hip. Reason(s) for revision: unknown. Update: added product and revision date. Received: april 3rd 2013. Update - added lot number to head taken from claimsuite dated 10th april 2014. Update - added reason for revision and expiry dates. (Querying missing stem and hospital) taken from claimsuite dated 12th jan 2015. Reason(s) for revision: alval / soft tissue reaction, update - hospital and stem details added. Taken from email dated 14th jan 2015, (B)(6) hospital.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4)reason for original complaint - asr revision recommended. Asr xl acetabular system - right hip. Reason(s) for revision: unknown. Update: added product and revision date. Received: april 3rd 2013. Update - added lot number to head taken from (B)(6) dated 10th april 2014.